Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The blade failed to rotate during the evaluation.

Event description:
It was reported that a patient underwent a robotic hysterectomy on (B)(6) 2012. During the procedure, the disposable did not work well. The procedure was completed with another like device with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of seven medwatches being submitted as seven devices were involved in this event. See also medwatch 2210968-2012-01700, medwatch 2210968-2012-01702, medwatch 2210968-2012-01703, medwatch 2210968-2012-01704, medwatch 2210968-2012-01705 and medwatch 2210968-2012-01706. The same patient is represented in each medwatch.